Event description:
It was reported that the pump had free flow of nicardipine (40 mg/200 ml). At the time of free flow the roller clamp was noted to be partially closed, tubing was not loaded correctly and kinked over. The channel was not turned on at the time. As a result of the free flow, the patient presented with low heart rate and low blood pressure, requiring a rapid response. Patients vitals at the time of report were blood pressure 80/50 and heart rate 59. Through due diligence of customer follow up it was confirmed there was no "equipment malfunction". However due to the fact there was a free flow resulting in an adverse event this report is being submitted.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in evaluation codes of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.